Event description:
It was reported that: (I) the delivery was unsuccessful with vacuum pump and a c-section was required; (ii) the baby was transferred to another facility the same evening of the birth; and (iii) there was internal bleeding into the brain.